Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500, 510k# k113174 and upn (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the post-op x ray and CT provided for t6-s2 fusion was done. There were multiple rods with the connector system. The rod fracture reported at l1 is difficult see on the ap films but is more apparent in the lateral image. The rod contour is extremely flat, and it is difficult to assess sagittal balance by the provided image. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior fixation. Level implanted: t8/s2. It was reported that post-op, rod breakage occurred to the left rod (near the caudal side of l1 of the rod) on the contralateral side. So, revision surgery was performed on (B)(6) 2018 due to rod breakage and the rod was reinforced by using connector. The product came in contact with the patient. No fragment remains in the patient.